Manufacturer narrative:
(B)(4). Information was not provided by the contact. Information anticipated, but unavailable at this time.

Event description:
It was reported that during a laparoscopic sleeve gastrectomy procedure, once the device was taken out of the package, they could not get the device jaws to open to load the cartridge. The device was never fired. A new device was used to complete the procedure. There was no patient impact.

Manufacturer narrative:
(B)(4). The analysis found that one device was returned in good visual condition and with no cartridge reload loaded on the device. The device was tested for functionality in the articulated position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape; the device closed, fired and opened without any difficulties noted. The batch record was reviewed and no anomalies were noted during the manufacturing process.